Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer report customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.